Event description:
It was reported through a service report that while moving a pt, two arms broke under the seat. No adverse consequences were reported.

Manufacturer narrative:
Other: lock bar struts.